Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a foreign object at the mouth of the air/water supply nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The result of the component analysis showed that the foreign material was hydroxide, carboxyl salt, and organic silicone. It is possible that the foreign material adhered by insufficient precleaning, rinsing, or drying. Olympus will continue to monitor field performance for this device.